Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead exhibited undersensing. No intervention was performed. No patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.